Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that a competitor's monopolar cord attached to a non-(B)(6) lap l-hook sparked and caught the drape on fire during a procedure. The monopolar cord burnt off and detached from the lap lhook end, accompanied by a loud pop and spark. The monopolar cord was connected to a forcefxc generator. There was no injury as a result of the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5168213.